Manufacturer narrative:
(B)() (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, reportedly, the patient presented with a history of chest pain and underwent a cardiac catheterization which showed normal left ventricular function. On (B)(6) 2006 the patient presented with the diagnosis of joint pain, osteoarthritis, and abnormal weight loss. The patient underwent pelvic /hip x-rays which showed mild symmetric joint hip degenerative changes. On (B)(6) 2006 the patient presented in the ER with worsening intractable low back pain (onset one week prior after an industrial accident) weakness, and radicular pain. The patient reported episodes of giving out of the left extremity. A MRI showed lumbar disc herniation with the lumbar spine demonstrating a large lateral protrusion l4/l5, which effaced the left neural foramen causing mass on left nerve was also a large piece that extended in a lateral protrusion back into the spine canal and effaced the left lateral recess. The patient was admitted to hospital. Medications: percocet, vicodin, aspirin, ibuprofen. On (B)(6) 2006 the patient presented with progressive low back pain and severe left leg pain and the preoperative diagnosis of herniated disk l3-4 on the left. The patient underwent surgery which consisted of a l3-4 discectomy on the left with removal of free fragment with a diagnosis of herniated disk, l3-4 on the left. No patient complications were noted. An ECG taken showed normal sinus rhythm and t wave abnormality. On (B)(6) 2006 the patient was discharged from hospital. Discharge mediations: norvasc, percocet, and oxycontin. On (B)(6) 2006 the patient underwent an ECG which revealed a normal sinus rhythm and nonspecific t wave abnormality but no significant changes since the last test. On (B)(6) 2006, approx. One mo. Post op., the patient presented with residual left leg pain, ongoing weakness and persistent numbness and tingling in leg. Symptoms were noted as consistent with a l3-4 radiculopathy. On (B)(6) 2006 the patient presented with a clinical history of recurrent lumbar disc herniation and underwent a lumbar MRI which demonstrated post left l4-5 hemilaminotomy and l4-5 discectomy; no recurrent l4-5 disc protrusion or extension; there was a mild residual left posterolateral l4-5 disc bulging was seen; there was development of scar granulation tissue summation in the corresponding post discectomy area with only mild residual mass-effect comparing to the significant degree there had been post operatively. On (B)(6) 2006 the patient complained of fairly constant and increasing left sided pain, often severe in intensity. Reportedly the patient underwent a urinalysis at this time for urinary frequency and the results were fairly unremarkable. Labs revealed slightly elevated calcium levels ¿ otherwise normal. On (B)(6) 2006 the patient presented with the diagnosis of degenerative disc disorder and herniated disc. On (B)(6) 2006 the patient presented with low back pain and left leg discomfort and tingling and sleep disturbances possibly secondary to pain. Assessment: low back pain and left leg symptoms and urinary frequency of unknown etiology. On (B)(6) 2006 the patient presented with back and left leg pain and the preoperative diagnosis of recurrent disk herniation l4-5 on the left. The patient underwent surgery which consisted of a l4-5 laminectomy, t lift with peek cage, bmp, and synthes pedicle screw instrumentation. Per the operative report ¿¿ the endplates were curetted down to good bleeding bone. This was sized to an 11 mm peek cage. The peek cage was then packed with bmp. Bmp and bone graft were inserted into the l4-5 interspace. The wound was thoroughly irrigated. The peek cage was inserted and x-rays showed good position of the instrumentation¿.¿ no patient complications were noted. On (B)(6) 2006 the patient was discharged from hospital. On (B)(6) 2006 the patient underwent a lumbar spine x-ray which showed stable instrumentation and intervertebral bone pug. Normal vertebra and disc spaces. On (B)(6) 2006 the patient underwent lumbar spine x-rays which showed alignment and hardware appearing in good alignment ¿ changes form (B)(6) 2006. On (B)(6) 2007 the patient presented post fusion for lumbar spine x-rays which demonstrated stable vertebral body height and alignment and posterior lumbar spine fusion at l4-s1. The intra-discal graft material remained in a satisfactory position. The paired pedicle screws and rods were unchanged and in satisfactory position. No hardware fatigue fracture was evident. Vertebral body height and intervertebral disc space proximal and distal to the fusion site remained within normal limits. On (B)(6) 2007 the patient reported with new lower back pain radiating into the left leg with some numbness in the medial aspect of the left thigh and chronic numbness below the left knee ¿since the 2006 surgery¿. X-rays of the lumbar spine were attained which demonstrated no change in alignment or positioning, no fractures, or hardware failure. Discharge diagnosis: low back pain with sciatica and chronic neuropathy. On (B)(6) 2007 the patient presented to ER by ambulance with chest pain (worse with movement or inspiration and onset earlier that day), hematuria (onset several days prior), and left ankle swelling (onset several days prior). There was left anterior chest wall tenderness on examination and minimal soft tissue swelling on the ankle. The patient underwent an EKG which showed a sinus rhythm with 74 beats per minute with discordant t-waves inferiorly and laterally. A urinalysis was positive for blood. Labs were run which were normal. The patient underwent a chest x-ray which was unremarkable. Assessment: atypical chest pain and hematuria. Medications: percocet. Per the encounter notes ¿he says he is supposed to be on other medications.¿ those other medications are listed as hydrochlorothiazide, nortriptyline and multivitamins. On (B)(6) 2008 the patient presented post op fusion for lumbar spine x-rays which showed l4 laminectomy and l4-5 anterior and posterior spinal fusion; stable bilateral pedicle screws and rods and left posterior osseous fusion; stable intervertebral spacer; and normal vertebra and disc spaces. On (B)(6) 2010 the patient presented with painful lumbar hardware and possible pseudoarthrosis. The patient underwent surgery which consisted of a re-exploration laminectomy, l4; re-exploration laminectomy, l5; harvesting of nonstructural autograft; intraoperative fluoroscopy x15 minutes; removal of hardware l4-l5 seated; posterolateral fusion with autologous bone, l4-l5; and on¿q pain pump placement x2 catheters. Per the operative report ¿¿the hardware was removed and the fusion was inspected. There was no gross movement but there was a paucity of bone given the large screws that were removed. Therefore we elected to decorticate the transverse processes and the lateral facet joints along with the remaining paucity of fusion mass¿ ¿no patient complications were noted. On (B)(6) 2010 the patient was discharged from hospital. Per the discharge notes the patient had initially done well after the surgery but post operatively had developed questionable postoperative pneumonia. The patient was treated with levequin. On (B)(6) 2012 the patient presented for a colorectal cancer screening and underwent a colonoscopy which revealed a small polyp in the descending colon which was removed using cold biopsy method; internal hemorrhoids, and left colon diverticulosis. No patient complications were noted.